Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, after stent deployment, the physician observed debris in the tubing in the side arm while preparing the enroute neuroprotection system (nps) for final completion angiogram with contrast. The angiogram was performed, and it was noted that there was sluggish flow. Plaque was seen at the bifurcation, but the physician felt the plaque was not intraluminal and was pushed to the side by the stent. After completion of the procedure, the patient was unable to move left-sided extremities and had a slight facial droop. A computed tomography angiography (cta) was performed, which revealed an middle cerebral artery (mca) territory stroke and emboli debris in the distal mca. It was noted that the patient's symptoms were resolved with some slight left arm weakness.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.